Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation and on further information obtained when the medical surveillance specialist reviewed the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the battery indicator began to appear on (B)(6) 2017 at 8:00 pm. The patient informed the csr that she does not take any medication to manage her diabetes. During the call, it was not reported if the patient took any action in regards to her usual diabetes management routine when she was unable to test due to the alleged issue. The patient reported that after the alleged issue began she developed symptoms of feeling ¿shaky and stomach ache.¿ the patient stated that she consumed a peanut butter sandwich on (B)(6) 2017 at 8:30 pm in response to the symptoms. No other device was used for testing. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse to the subject meter. The csr documented that based on the information provided, the batteries needed replacing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed sign/symptoms suggestive of a suggestive of a serious injury adverse event after the alleged meter issue began.